Manufacturer narrative:
Qn#(B)(4). Since there is no relevant item and lot number, we conducted a self-check on the recent production of belly bag. The lot number is 20230110. The DHR records of this lot was checked. The incoming, in-process and final inspection have been completed, all results meet the specification. There was no deviation reported. Operators and inspectors of this product have been effectively trained, and the personnel have no change. The retention sample of this lot (20230110) was checked. Then simulated liquid inlet test was conducted. The product can inlet normally. No problem found as described. We had a self-inspection on the production processes. Each process is clear. The equipment, raw materials have no change. The key processes have been effectively confirmed. All processes will not cause the drainage blockage, which can ensure it to be confirming and effective. According to the current investigations, we did not find any abnormality in the product itself. We believe that the feedback from the customer may be related to some other factors. We do not have the information about the use process of it, so we cannot make further inference. We cannot determine the root cause at present. Such issues need to be accurately evaluated and confirmed by actual samples. If samples provided later, we will re-investigate and update the report.

Event description:
Reported issue: urine will not go into the bags. No reported injury.

Event description:
Reported issue: urine will not go into the bags. No reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.